Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent t-wave oversensing from bv paced complex. Technical services provided programming options. At this time, the system remains in service. No adverse patient effects were reported.